Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was unable to charge the ins and the ins was in overdischarge. The rep said the ins was charged approximately one month ago because the patient forgot to charge. The rep completed a physician trickle charge. The rep also performed an electrode impendence test which showed that electrodes 4 and 5 were > 10000. The rep said the patient's existing programs were not utilizing those electrodes. The stimulation was turned on and the patient could feel the sensation. The rep stated that patient education was provided regarding exercising the ins battery and the importance of keeping the ins battery charged at all times. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.